Event description:
It was report that the left ventricular (lv) lead¿s insulation was damaged during a lead revision. The lv lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, implantable tachy lead, (B)(6) 2005; 507652, implantable pacing lead, (B)(6) 2005; d334trg, implantable pacemaker/cardio/defib, (B)(6) 2011. (B)(4).